Event description:
A 24mm diameter x 14mm diameter x 16.5cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant is unknown and it was reported that currently the aortic neck was found to have dilated due to disease progression and the aneurysm had shrunk significantly with a type 1 endoleak present. Two 28mm aneurx aortic cuffs were implanted to resolve the type 1 endoleak. No additional clinical sequelae were reported and the patient is fine.